Event description:
Caller reported that insulin gauge displayed a different amount than expected, with a past discrepancy of 0 units instead of the expected 12-13 units, exceeding a 30-unit difference. There was no adverse impact on the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge and requested replacements, which were arranged by cts as a goodwill order. Caller was advised to call back for troubleshooting if the issue recurs and chose to receive email links to cartridge load resources.